Event description:
It was observed that during the device evaluation, the subject camera head exhibited disconnected parts, water immersion in the main unit image capture and flooding of the camera cable. There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: the cause of the problem could not be identified based on the information obtained from this complaint and the results of the investigation. Since the oredome on the main unit side was detached, it was not possible to maintain the airtightness of the actual product, and it is likely that moisture entered the interior, resulting in flooding of the main unit's image capture and camera cable. A definitive root cause however cannot be identified. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. This issue is addressed in the instructions for use (IFU):** the following statement is included in the "warning" section of the "storage" section of the instruction manual: "when wiping the outer surface of the camera cable, do not wipe the camera cable. When wiping the outer surface of the camera cable, do not rub the camera cable strongly. Doing so may cause the camera cable to break. The following statement is found in "warning" in "precautions for cleaning, disinfection, and sterilization" and "storage" in the instruction manual: "do not use this product with tweezers, sterilizers, or other instruments. Do not clean, disinfect, or sterilize this product with tweezers, forceps, or scalpels. There is a risk that the camera cable may be punctured and the electrical circuit inside the product may be destroyed due to water leakage. The following statement is found in the "warning" section of the instruction manual "for safe use_endoscope image disappearance and freezing. Do not bump or drop the product. Do not bump or drop the product, as water leakage may cause damage to the product's internal electrical circuits. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.